Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. In addition, no imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects.  During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to sheath distal tip split.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip split was unable to be confirmed. However, no manufacturing nonconformances were identified during the evaluation since the device was not returned and engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per report, the patient¿s access vessel was severely calcified and tortuous. Interaction of the sheath tip with calcium present in the access vessels during device insertion may lead to damage/split on the external surface of the sheath. Tortuosity can increase likelihood of device interaction with calcification. Available information suggests that patient factors (calcification/tortuosity) contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and a corrective/preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the esheath distal end split during insertion due to kinked anatomy and calcification of the vessel.  The esheath was removed and replaced with a new sheath.  There was no patient injury.  As per medical opinion, the damage was caused by calcification in the vessels.